Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that her insulin pump was flashing, like it has a short. Customer reported that she lost glucose meter. Customer reported that she is driving and will pull over. Customer stated that it flashes and has lines in it like a bar code. Pump does not like body heat - acts up when it gets warm the cooler she keeps it the more often it will work counts to get to different options on the menu as she cannot see it. The insulin pump will be returned for analysis.